Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's pacemaker and lead were explanted due to infection on an unknown date. The patient was discharged.